Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited loss of right ventricular capture. On (B)(6) 2022 the patient's device was reprogrammed, and they were stable throughout the procedure.